Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of the data log did not confirm the reported of no vibration.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed no device vibration (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, at the time of the call, dexcom technical support advised patient to test alert functionality and patient reported alerts were functional. Dexcom has issued an rga for patient to return the device to be investigated.